Event description:
Report received from USA regarding a motor device in which a hole was observed in the "hose near the handpiece" and "is leaking oil". The motor device was not used in surgery. No injuries or medical intervention were reported. No additional information is avaiable.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and it a leak was observed near the pressure release valve. Evidence indicates this is due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).